Manufacturer narrative:
Based on the info collected and the eval of the x-rays, the event appears to be due to the fixation technique. On x-ray, the thread of the stem appears to be clear but the last part of the thread seems to be missing and top part of the stem thread is inside the head. Based on the x-ray and on a post-op picture of the device available for eval, the head and stem were not properly fixed, possibly due to inadequate mixing of the materials. Some biological fluids may have gone into the threads (stem and head), impeding complete fixation. The x-ray also indicates that the spacer was not stabilized with cement and it may be contributed to the unscrewing of the head and then the breakage of the device.

Event description:
Week 1 post-operative x-rays demonstrated that the head of the remedy hip spacer unscrewed 3/4 or more off the taper and broke off. At five days post-operative, a revision surgery was performed and the spacer head replaced.